Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, an opened concerto outer carton, and inside of a non-medtronic microcatheter (terumo). Damage location details: the concerto device was returned stuck within the non-medtronic (terumo) microcatheter. The distal end of the device was stuck inside of the microcatheter at ~115.5cm from the proximal end. The pushwire was found to be bent at ~28.5cm and bent at ~76.8cm from the proximal end. No other anomalies were observed. Testing analysis: during testing, the device was flushed with water, which failed as the implant coil was clotted with blood. While retracting the concerto device from the microcatheter some damage was caused. The implant coil was broken off within the non-medtronic microcatheter. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was unable to be confirmed, as the device was returned damaged and stuck within a non-medtronic microcatheter. During testing, some damaged was caused as resistance was met while retracting the device from the microcatheter. Therefore, unable to verify the root cause of the ¿coil kink/damage¿. Dried blood was found within the microcatheter, which could possibly mean that ¿there was lack of continuous flush¿ during the procedure. Dried blood within the microcatheter can lead to possible resistance. A possible cause for the coil kink/damage could be ¿advancing the device against resistance¿; however, the root cause for the ¿coil kink/damage¿ could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil was kinked within the microcatheter. A new medtronic product was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported the physician could not recall what model microcatheter was used or where in the catheter the resistance had occurred. A continuous catheter saline flush was administered and maintained as indicated in the instructions for use (IFU). The cause of the coil kink/damage was unknown; there were no issues that resulted in the damage. There was no damage to the catheter.